Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. Returned device analysis did not reveal any manufacturing defects of the distal portion of the lead. A complete analysis could not be performed because the lead was returned damaged in two (2) segments (lengths of 36 and 46.5 cm). The damage observed would have occurred during explant.

Event description:
It was reported this lead was explanted and returned because the pt had diaphragmatic stimulation and pain in the pocket. The report from the distributor refers to serial number, but when the device was received, the serial number was defaced. We can only assume that this is the same device. The device was actively implanted for approximately 6 months.